Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to the customer. Reportedly, the customer had a backup insulin therapy method available.